Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. No additional information was available from the histologist who returned the lead. Consequently, additional contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) the proximal segment of the lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant products: sedr01 implantable pulse generator (ipg), implanted: (B)(6) 2008. A 5068-45 implantable pacing lead, implanted: (B)(6) 1998. (B)(4).

Event description:
A lead was returned post-mortem from a histologist with no additional information. Further review of the manufacturer¿s database indicated the patient died approximately eleven years post implant of the lead. The lead was analyzed, and tested out of specification.